Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported via medsun (B)(4): bone cement was opened to the field. All prep was completed correctly by the surgical tech. Surgeon noticed bone cement was hardening rapidly. Typically, the bone cement doesn't harden as fast as it did in this case (simplex p hardened under 9 minutes). Due to the cement hardening faster than usual, it caused the case to go over time. Surgeon had to remove some of the cement to correctly place the implants. Surgeon stated, "the cement opened was a bad batch."

Manufacturer narrative:
Reported event: an event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. A visual inspection of a retained sample was performed while mixing the product. No visual characteristics were observed. Samples appeared to have a homogenous appearance. All results met specification. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate packs were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been other similar events for the reported lot. Conclusions: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. A visual inspection of a retained sample was performed while mixing the product. No visual characteristics were observed. Samples appeared to have a homogenous appearance. All results met specification. The IFU packaged with the device at the time of manufacture indicates instructions for mixing the cement as well as a setting time chart which provides a reasonable indication of the cement¿s mixing and handling characteristics for the particular operating room temperature. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.